Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit repair on rental. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) stated while performing pm he discovered unit showed no wave form on ECG test. To resolve issue he replaced front end board(d670-00-1164) and completed pm.